Event description:
A malfunction alarm identified as malf 12 was reported. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, and there was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after resetting. The customer continued to use the pump for insulin therapy.